Manufacturer narrative:
A united states (us) customer reported a visible spark coming from their dimension exl 200 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse inspected the u-seal solenoid for issues but did not find any abnormalities. The system was able to create multiple cuvettes successfully without issues. The system was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer reported a visible spark coming from their dimension exl 200 instrument. There was an error code indicating that cuvettes were not being formed and the customer noticed issues with the u-seal. While troubleshooting the customer noticed the spark. There was no smoke or fire and the customer was instructed not to operate the instrument. There was no delay in testing and the customer had an alternate instrument available. There are no known reports of patient intervention or adverse health consequences due to the event.